Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure to treat a target lesion in the distal right coronary artery. During pre-dilatation with the nc trek dilatation catheter, the patient experienced chest discomfort. No treatment was provided and the chest discomfort resolved upon balloon deflations. The procedure continued with implantation of a 3.0 x 15 mm xience alpine stent in the distal right coronary artery. During deployment, the patient experienced chest discomfort during balloon inflation. Medication was administered and the chest discomfort resolved; however, a dissection occurred during stent deployment. A 4.0 x 12 mm xience alpine stent was implanted proximal to the target lesion to treat the dissection. Additionally, a dye stain was noted in a small distal branch of the rca, which was likely due to embolus of unknown etiology. This event occurred after stent implantation and post-dilatation. The guide wire was placed through the stent into the area of staining and there was some resolution of staining. No additional intervention was performed at the site, as the vessel was too small for stenting, percutaneous transluminal coronary angioplasty or thrombectomy. Post procedure, the patient continued to experience chest discomfort and medication was administered. The patient condition resolved the day of onset. One day post procedure, the patient experienced a non-serious elevation of creatinine kinase-myocardial band (ck-mb) and troponin. No treatment was provided and the enzyme elevation resolved the day of onset. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: dilatation catheter: trek 3.0 x 8 mm, trek 3.5 x 8 mm; other: aspirin, tricagrelor. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection, angina and embolism are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.